Event description:
It was reported that during a testing at the manufacturer facility, the cordless driver 3 was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician through functional evaluation, disassembly, and visual inspection. Upon visual inspection, it was found that the trigger magnet had dislodged, which can lead to the reported event.